Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
Soon after injecting medication into the flat filter the medication did not go through the filter because the filter was clogging. The catheter and the flat filter were replaced. There was no patient injury.

Manufacturer narrative:
(B)(4). A device history record review was performed on the filter and epidural catheter with no relevant findings. A corrective action is not required at this time as a potential root cause could not be determined based upon the information provided and without a sample. Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed on the filter and epidural catheter with no evidence to suggest a manufacturing related cause. The potential cause of the filter clogging could not be determined based upon the information provided and without a sample.

Event description:
Soon after injecting medication into the flat filter the medication did not go through the filter because the filter was clogging. The catheter and the flat filter were replaced. There was no patient injury.